Event description:
It was reported that there was a lead warning for low impedance on the right atrial (ra) lead. The warning occurred the same day as a device change. The lead was capped, and during the replacement a new lead was repositioned many times but would not stay in place, so the physician decided to implant a different model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator (ipg) (B)(6) 2014. (B)(4).